Manufacturer narrative:
The biomedical engineer (bme) reported that after taking caliper measurements and adding comments, strips are saving under a different patient on the when using the central nurse's station (cns). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the customer provided the bedside monitor model information but did not provide the serial number information. Bedside monitor: model: bsm-6301a, sn: no information. Bedside monitor: model: bsm-6701a, sn: no information.

Event description:
The biomedical engineer (bme) reported that after taking caliper measurements and adding comments, strips are saving under a different patient on the when using the central nurse's station (cns). No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that after taking caliper measurements and adding comments, strips are saving under a different patient on the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: under a previous investigation with this type of issue the cns logs revealed there was a log entry of duplicate patient number. It was found that the cause of this phenomenon was the use error admitting with the patient attribute who was be monitored by another bed instead of the correct admitting operation when starting to monitor the new patient by the transport function. The customer was advised to be sure to discharge and admit when starting to monitor a new patient. The operation manual for the bsm-6000 (0614-900676y) has the description about the admitting and discharging operation of the transport. Service history for this serial number shows no subsequent events related to missing data.

Event description:
The biomedical engineer (bme) reported that after taking caliper measurements and adding comments, strips are saving under a different patient on the central nurse's station (cns). No patient harm reported.